Manufacturer narrative:
Visual inspection has confirmed the reported event. The implant was received along with the fractured screw inside it. The bottom part of the screw was found inside the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
The dentist reported that the abutment screw fractured inside the implant and the implant was removed.